Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Additional patient information: ethnicity: not hispanic/latino.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿zosyn was supposed to infuse over four hours three hours into the infusion the bag was empty and there was air in the line there should have been another hour of the infusion to go pump was programmed correctly pump was sent to biomed for review there was no harm to the patient." An incomplete date of event of (B)(6) 2019 was provided. It was also reported in the medwatch that the event occurred in the critical care department. The customer later stated that there were no adverse effects caused to the patient from the event.